Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system "went out unexpectedly" and would not work again. The case was completed using a manual technique. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system, but did not indicate replicating the reported event. The power control module was replaced. The system was then tested and met all product specifications. The company service representative then observed a surgery and verified that the system was functioning as intended. The system was manufactured on february 23, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).